Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead claimed that this lead was pulling. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment to previous report: based upon both what was reported from the field and our investigation, there is no evidence provided that this patient underwent surgical intervention and as such no serious injury should be reported.

Event description:
It was reported that the patient called technical services (ts) and reported that this right atrial (ra) lead appeared to have dislodged and was pulling. Ts advised the patient to consult physician to verify the lead dislodgment. This lead currently, remains in service. No additional intervention has been planned or performed at this time. No adverse patient effects were reported.